Event description:
It was reported that the ventilator unexpected shutdown while on patient. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. No ventilator malfunction was found during troubleshooting and the claimed issue was not reproduced . The ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No logs have been received and no parts were replaced, therefore the root cause for the reported issue could not be determined.